Manufacturer narrative:
The customer reported problem was confirmed. The proximate cause of the reported issue was due to broken/damaged tube drivearm syringe/pca. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/09/2017 to the present date 10/01/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there was a production failure q6 200240875 for misc - cosmetic defect which does not correlate to the customer reported issue.

Event description:
It was reported that the device would not calibrate and the plunger assembly was very hard to move. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not calibrate and the plunger assembly was very hard to move. There was no patient involvement.